Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer's service technician confirmed the reported issue. The service technician found a capacitor ((B)(4)) had burnt out on the cpu pcba and the device did not start up in battery mode. The cpu pcba, power management pcba and the battery were replaced to address this finding. The device successfully passed performance specification testing. Patient information was requested and provided except patient ID which the customer stated is not available.

Event description:
The customer reported the device alarmed and shut down while being prepared for use on a patient. It was also reported that an odor was emitted from the device at this time. When the user attempted to restart the device it would not power on. There was no harm to the patient.